Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Tandem customer technical support began a system check to identify the location of the blockage; however, customer declined to complete troubleshooting. Customer cleared the alarm and successfully resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.